Event description:
Covidien received info stating that due to a malfunction of an achieve ventilator the pt was placed on a second ventilator. The pt was not harmed or injured as a result of the event.